Event description:
It was reported that the procedure was to treat lesions that were located in the distal, mid and proximal right coronary artery (rca) and distal posterior descending (pd) artery. The arteries were moderately tortuous, moderately calcified and 90% stenosed. A 2.5-38 mm xience xpedition stent was implanted in the distal posterior descending artery. A 2.5-38 mm xience xpedition stent delivery system (sds) was advanced to the distal rca and reached the lesion with no significant resistance noted during advancement. Negative was pulled using a syringe; however, the syringe inadvertently came out of the sds hub and upon reconnection, caused the sds hub to detach. The sds was removed out of the anatomy. As no other 2.5-38 mm xience xpedition sds was available, a new 2.75-38 mm xience xpedition was used and was implanted successfully, followed by a 3.0-14 mm non-abbott stent in the proximal rca to complete the procedure. No adverse health impact occurred and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.